Manufacturer narrative:
Follow-up # 1 date of submission 08/08/2011 device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: a review of the total daily dose history from (B)(6) 2011 to the end of pump use on (B)(6) 2011 indicated that insulin delivery totals correctly reflected programmed values. There were no alarms or conditions noted in the pump history that would indicate a pump malfunction. The pump was exercised for 29 hours with no insulin delivery issues observed. Unrelated to the complaint, evaluation revealed a cracked battery compartment, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device was not returned to animas for evaluation. If the device is returned an evaluation will be conducted, and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The pt called to ask whether or not there was a pump malfunction however there was no evidence of any pump malfunction. There was no issue found with the pt's insulin, infusion sites, or pump settings. However, troubleshooting could not be completed. The pt noticed that her blood glucose has been either extremely high or extremely low usually after dinner. She said her high blood glucose levels have ranged anywhere from 200 to slightly over 350 mg/dl. She says that before dinner her blood glucose level will be approximately 150 mg/dl. At other times her blood glucose levels reportedly decreased to between 30 and 60 mg/dl. The pt mentioned that she may not have been accounting for the amount of carbohydrates she eats. She also said that she had a cold the week before contacting animas. About a half hour before the pt called animas she reportedly had a blood glucose level of 202 mg/dl and felt thirsty. Animas customer support attempted to follow up with the pt to further troubleshoot but could not reach the pt.